Manufacturer narrative:
This report filed february 26th, 2016. Device remains implanted.

Event description:
Per the clinic, the patient experienced intermittencies, however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Correction: the initial MDR submitted on february 11th, 2016, was filed inadvertently. No device malfunction injury has occurred. This report filed march 3rd, 2016. Device remains implanted.

Manufacturer narrative:
The cochlear implant was evaluated on february 26th, 2016, using the integrity test system. The results indicated neither evidence of malfunction of the receiver/ stimulator nor electrode faults. This report filed march 3rd, 2016. Device remains implanted.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016 and the patient was reimplanted with another cochlear device during the same surgery. Correction: the correct type of reportable event is, serious injury; not device malfunction as previously reported. This report is filed august 24, 2016. Device not yet received by manufacturer.

Manufacturer narrative:
This report is submitted january 17, 2017.